Event description:
A female adult with a diagnosis of clark's level IV melanoma underwent vascular access port placement for chemotherapy IV access two years ago. No complication noted from procedure. Chemotherapy treatment complete. Two months ago, the patient underwent removal of a vascular access port, infuse-a-port. The port and catheter were removed and discarded. One month ago, the patient had a cxr completed for melanoma follow-up. The radiologist identified catheter tubing at the descending portion of the left lower lobe pulmonary artery. The results of the exam were disclosed to the patient and her husband. The patient underwent l lower lobe pulmonary angiogram under conscious sedation performed by interventional cardiologist. Attempts to retrieve foreign body (approximately 3mm in length) were unsuccessful. The current plan is to leave the foreign body in place as it is imbedded in the wall of the left lower lobe pulmonary artery and removing it could cause additional injury at this time.====================== manufacturer response for port, vascular access, infuse-a-port======================message left on voice mail regarding equipment failure.